Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the information from olympus europa se & co. Kg (oekg), there was the possibility that the reported phenomenon was attributed to the temporary electrical connection failure due to the connection of the endoscope to the subject device without the sufficient drying of the electrical contacts on the video connector of the endoscope, or some device other than the subject device such as the endoscope. The instruction manual stated the appropriate handling of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a laparoscopic appendectomy with the subject device at the user facility, the color bar image was displayed on the monitor. The user facility changed the laparoscopic surgery to an open surgery, and completed the procedure. The procedure was performed at a night, therefore it was need to call for a senior physician from home. Consequently the procedure was extended about 60 to 90 minutes. There was no further report of patient injury associated with this event except the reported issue. The service engineer of olympus (B)(4) he subject device and found that the reported phenomenon was not duplicated and the subject device functioned correctly, however found that there were corrosion on the bottom of the chassis and sign of the ingress of the liquid into the subject device. The subject device was tested three days, the subject device was turned on and off many times.